Event description:
Per the audiologist, in 2007, the patient reported experiencing decreased sound quality and declining speech understanding. The patient also reported pain with and after device use. The results of an integrity test done on the following month, was consistent with normal receivers/stimulator function with multiple electrode anomalies. The patient's device was explanted three days later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.